Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from FDA which states, "alaris pump tubing filter began to leak IV fluids, resulting in changing of sterile tubing and having to hang new IV fluids. Did not sequester equipment (alaris pump) as the problem was not with the pump, but with the tubing itself."

Manufacturer narrative:
The customer complaint of tubing set leaked at filter could not be confirmed due to the product was not returned for failure investigation. No product will be returned per customer. No investigation was performed. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided. The root cause of this failure was not identified as no product was returned.

Event description:
Received a copy of the customer's medsun report from FDA which states, "alaris pump tubing filter began to leak IV fluids, resulting in changing of sterile tubing and having to hang new IV fluids. Did not sequester equipment (alaris pump) as the problem was not with the pump, but with the tubing itself."